Event description:
During a ptca procedure of a circumflex lesion, crossing difficulties were encountered. The shaft of the catheter broke while attempting advancement. No patient injuries or complications were reported.

Event description:
It was further reported that the lesion being treated was a calcified and 80% stenotic lesion.